Event description:
It was reported that the patient's spectra penile prosthesis (spp) was explanted due to unspecified reasons. A new 12cmx12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted spp was not functioning. The patient was implanted with ipp as a result. The explanted spp was not returned for investigation. The implant date and lot number of the spp were also provided.

Manufacturer narrative:
Updated with additional information. Implant date recorded.

Event description:
It was reported that the patient's spectra penile prosthesis (spp) was explanted due to unspecified reasons. A new 12cmx12mm ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.